Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there was a leak while the probe remained in the patient. Adhesive tape was used where the diet was leaking to fix the issue and as a result the patient started to present an injury around the orifice. Additional information provided stated that the leak and the humidity caused a wound around the tube. There was no medical intervention required as a result of the injury.